Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple replace battery alarms; however, no evidence of short battery life was found. During a visual inspection of the pump, the battery compartment was observed to be cracked, and the battery cap threads were stripped. The battery cap did not secure properly to the pump to maintain power. The pump powered on with the use of a test battery cap. During testing, the pump was powered on and emitted a cs 128-fe80 call service alarm with each attempt at the rewind step. The idle and sleep current draws measured within specifications; the rewind and load current draws could not be measured due to the recurring alarm. The pump case was removed and evidence of moisture ingress was found on multiple internal components. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the bolus button cover was torn; the button responded properly to user presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.